Manufacturer narrative:
This supplemental report is being submitted to correct g3 "date received by manufacturer" in the MFR report #8010047-2021-13406 and provide additional information. According to information provided by olympus china sales & marketing (ocsm), an olympus employee was aware of a MDR reportable malfunction on (B)(6) 2021. Therefore, the correct g3 "date received by manufacturer" in the initial report is (B)(6), 2021. Olympus medical systems corp. (Omsc) confirmed that the insertion tube was scratched from the photo provided by ocsm. Omsc confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. The user can properly detect the reported event because the instruction manual states that the external surface of the entire insertion tube including the bending section and the distal end should be inspected. In addition, the instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. Therefore, the user can reduce / prevent the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by physical stress, chemical stress, storage environment, etc. -according to the device inspection results, it was confirmed that the coating of the insertion tube was peeled off and the insertion section was scratched. -the instruction manual contains precautions regarding physical stress, reprocessing methods, and storage environment. -in the past similar cases, it was surmised that physical stress, chemical stress, storage environment, etc. Were the causes. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). The user reported a leakage from the light guide connector during reprocessing. However, as a result of evaluation by (B)(4), there was no sign of leakage from the device. The device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of (B)(4) and found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with the event.